Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked from an unspecified location. This event occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and noted a short mold on the uv sleeved port. Functional testing including self-test, priming and found a leak at the uv sleeved port. The sample failed to meet product specifications. The reported issue was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.